Event description:
A reported incident involving a plum duo infusion pump norepinephrine infusion stopped running as screen froze. Mean arterial pressure dropped and required quick intervention with push dose neosynephrine. Outcome attributed to adverse event is required intervention to prevent permanent impairment or damage. The event occurred in the hospital. The event occurred during infusion. There were patient involvement and no reported patient harm.

Manufacturer narrative:
Additional contact information: (B)(6). The device is available for evaluation; however, has not been received.